Event description:
It was reported that the device showed early premature battery depletion. The device was removed.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. A longevity calculation was performed and the device was found to be outside of expected limits. The battery was returned to the vendor for further analysis. An internal battery anomaly was found that caused the battery to prematurely deplete.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was receive. Device evaluation anticipated but not yet begun.